Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired. The date of patient's death and implant duration were not provided. It is unknown if the death was device related. No further details were reported. Through follow-up with the health-care provider, a response was received. However, the health-care provider was unaware that the patient expired. It was noted that the patient was transferred to an acute care facility on (B)(6) 2010 and has not been seen by the health-care provider since that time. The cause of death remains unknown.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.